Manufacturer narrative:
(B)(4). Concomitant medical products: palacos bone cement, catalog #: 00111314001, lot #: unknown, vanguard ilok femoral component, catalog #: 183036, lot #: 416330, vanguard anterior stabilized bearing, catalog #: 189124, lot #: 757890, series-a standard patella, catalog #: 184768, lot #: 143020. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not returned.

Event description:
It was reported that the patient was revised to address tibial loosening. No additional patient consequences were reported.

Manufacturer narrative:
The reported event cannot be confirmed as no product was returned. No devices were received; therefore the condition of the components is unknown. DHR was reviewed and no discrepancies relevant to the reported event were found. Without the opportunity to examine the complaint product, root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.